Event description:
It was reported that during insertion of the intraocular lens the lens became stuck in the incision. It was then cut and removed. The incision was enlarged in order to remove the lens. Another lens was successfully implanted. Additional information has been requested. Please reference MDR#: 1119279-2013-00028 for the intraocular lens used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplement report will be submitted upon completion of the investigation.